Event description:
Hold for rh 1.12 it was reported that during proctectomy, they were using the plee45a with a gst45w and about a third of the way through the stapler stopped. They released the trigger, it stopped again about the next third of the way through. They released the trigger again and it then went all the way through. Then the knife came back. Case was completed. No patient harm was reported.

Manufacturer narrative:
(B)(4). Batch # 880a30. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee45a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number, x95f5c, and no non-conformances were identified. Manufacturing date: 07/27/2022, expiration date: 06/30/2025.